Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found a foreign material at bending rubber, and the bending rubber adhesive section has chipped. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the rhino-laryngo fiberscope exhibited a foreign material at the bending rubber, and the bending rubber adhesive section was chipped. There were no reports of patient involvement.